Event description:
It was reported that high thresholds and low sensing were observed. Perforation was found via CT scan. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.